Manufacturer narrative:
(B)(4). No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that during a routine device check, long charge time was observed. Patient was asymptomatic. Review of the session record revealed long charge timeout occurred during a capacitor maintenance in (B)(6) 2015. Multiple capacitor maintenances were performed in-clinic and each timed out. The device was explanted and replaced. The patient was stable and there were no adverse events during the procedure.